Manufacturer narrative:
(B)(4). When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Philips received a report that a patient stated that he suffered hearing loss after an examination with an mr system.